Event description:
A patient (B)(6) on continous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was experiencing drain pain pd catheter (not a fresenius product) related drain complications. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) reported radiological studies obtained on (B)(6) 2020 revealed the patient's pd catheter (not a fresenius product) migrated "upwards" and was in poor position. The surgeon received the the x-ray results on (B)(6)2020 and decided to postpone any surgical intervention. The surgeon instructed the patient to temporarily discontinue untilizing the liberty select cycler, and to perform continuous ambulatory pd (capd) while supine. The surgeon is attemping to get the pd catheter (not a fresenius product) to migrate back into the proper position. The pdrn stated the drain pain experienced by the patient was due to the pd catheter's improper position, combined with the suction created by the liberty select cycler. The patient is recovering from the events and has not complained of any pain or discomfort since last week. The patient continues to perform manual exchanges while supine without issue. Per the pdrn, the events were not caused by a fresenius products(s) and /or device(s) malfunction or deficiency. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).